Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic anterior resection, on rectal dissection, the device did not fire and the surgeon was unable to squeeze the handle but could press the green button. After closing the tissue and pressing the device, the handle cannot be moved and it cannot be executed normally. They replaced a new equipment to complete the case. There was no patient injury.